Event description:
It was reported that approximately 20 minutes into a da vinci s gynecological surgical procedure while docking the system, the vision side cart (vsc) touch screen image went black with the message "sdi searching" displayed in the lower right corner. The external monitor connected to the console also went black. With assistance of a technical support engineer (tse) the site moved the touch screen through it's range of motion, checked the video cables located at the rear of the digitizer and the console, connected the composite cable to the digitizer, connected another monitor to the composite cable, and tried the vsc and console connection; however, the image did not return. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No pt harm was reported.

Manufacturer narrative:
Results and conclusions - the investigation conducted by an isi field service engineer (fse) confirmed the customer reported failure as the assistant monitor did not display any video and the message "composite searching" was displayed. The fse switched the monitor setting to sdi video; however, there was no image display. Review system error logs for the day did not reveal any unusual errors. Examination of the connections and settings on the vsc light found that the green light for the digitizer was not present. Removal of the side connections revealed that the site's electrosurgical unit (esu) was pressed against 3 plugs on the isolation transformer and were unseated. One of the affected plugs was the digitizer power cord. The fse concluded that esu pressed against the 3 plugs causing the loss of power. The video was restored to the assistant and external monitors when the esu and plugs were reseated. As of (B)(6) 2009 there have been no reported recurrences of the issue at this hospital.